Manufacturer narrative:
Device used for treatment, no diagnosis. Additional narrative: patient identifier and weight not provided. This report is for an unknown screw/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This reporter is being filed after a subsequent review of the following journal article, "endoscopic extruded screw removal after anterior cervical disc fusion: technical case report" (2004) lee, w., et al. Neurosurgery (2004; 58 (3): 589. The event occured in the united states. A case report was completed at a university medical center on a patient that developed dysphagia 10 years after having a synthes (synthes USA, (B)(4)) cervical plate and screws implanted. A (B)(6) women underwent the removal of a c3 tumor in 1993. A c3 corpectomy and c2-c4 fusion with iliac crest autograft was done. The patient was also implanted with an unknown number of plates and screws. The patient presented 10 years later with an 8 month history of dysphagia. X-rays were done, which confirmed the screw had backed out and was into the retropharyngeal soft tissue. A videostroboscopy confirmed that the dysphagia was caused by the supraglottic protrusion. The patient was taken to the operating room to remove the screw and plate. Sutures were used to reapproximate the mucosa. The patient went for a follow-up appointment 3 weeks after surgery and videostroboscopy confirmed that the dysphagia resolved. This report is 1 of 1 for (B)(4). This report is for an unknown screw and refers to a female patient who had screws explanted due to dysphagia.